Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this lead was associated with a remote monitoring alert for a low shock impedance measurement recorded during attempted delivery of shock therapy. A boston scientific technical services consultant (ts) discussed that the device may have delivered a shock into a shorted electrical condition. A boston scientific field representative reported that the patient had fallen on icy steps about a week prior to the alert. A chest x-ray showed no apparent issues with the device or lead. The patient was hospitalized for a pending surgical assessment of the lead and device. Ts and the representative also discussed low pace impedance measurements for this lead that had been recorded about 13.5 months earlier, and how to assess for a possible insulation breach that may have caused those measurement. The lead subsequently was capped and replaced after shock impedance measurements could not be obtained during invasive testing with a pacing system analyzer (psa). Lower than normal and intermittent pace threshold measurements also were obtained during the psa testing. No adverse patient effects were reported beyond the additional surgical procedure.